Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: not observed rupture on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "the right breast implant presents multiple radial undulations of shallow depth, with little fluid per implant. " " right breast implant with data of intracapsular rupture associated with capsular contracture, baker grade unknown ." Treatment for the right side: inflammatory and analgesics. This is for the right side. The device has been explanted

Manufacturer narrative:
Continued: e.1. Phone no.: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "the right breast implant presents multiple radial undulations of shallow depth, with little fluid per implant. " right breast implant with data of intracapsular rupture associated with capsular contracture, baker grade unknown ." Treatment for the right side: inflammatory and analgesics. This is for the right side. The device has been explanted